Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported tip detachment was able to be confirmed. The reported difficulty to remove was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, a 3.5 x 12 mm rx xience v stent delivery system (sds) was unpackaged. The protective sheath was removed with difficulty and the tip of the sds detached and remained in the protective sheath. Consequently, the sds was not used and there was no patient involvement, and no clinically significant delay. The procedure was successfully carried out with a new 3.0x12mm xience v sds. No additional information was provided.